Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with the top case cracked/chipped by the front left and right bottom corners. Cracked right plunger case and no visible contamination. Event log history was performed and indicated that force sensor bridge test was found recorded in history. During analysis, the reported issue was unable to be duplicated. Service replaced force sensor and plunger cable as a preventive measure and performed infusion and occlusion test. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited force sensor bridge test fail. No patient was involved in this event. No adverse effects were reported.